Event description:
It was reported that the patient right ventricular (rv) lead was dislodged resulting in loss of capture. The dislodgement was confirmed with diagnostic imaging and visual examination. The rv lead was explanted and replaced. The patient was in stable condition.